Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy the er320 clips kept falling off the cystic duct. This occurred with the third cup. The case was completed using another co's applier. There was no consequence to the pt. The device came from a fdc32 kit, batch number k45w2x.